Manufacturer narrative:
Additional information: the returned tower reducer was evaluated. The tip was found to be splayed open. However, a functional check using a mating pedicle screw and rod found that the reducer was able to reduce the rod into the tulip of the pedicle screw and detach from the pedicle screw as expected. The cause of the bending is likely attributed to improper seating of the reducer on the pedicle screw tulip during use. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
(B)(6) a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a tower rod reducer became stuck on the mating screw head during surgery. Instrumentation was needed to remove the reducer from the screw head. An alternative instrument was used to complete the procedure. There were no reports of patient impacts associated with this event.